Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level that was displayed as "low"; a more specific value was recorded in the 20's mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline to address the low bg. The customer was released the next day with issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.